Event description:
Follow-up revealed the patient's ipg was relocated via surgical intervention on (B)(6) 2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing discomfort at her pocket site due to ipg migration. As a result, the patient will undergo surgical intervention to address the issue.